Manufacturer narrative:
D5: operator of device is unknown. E2 - incorrect due to system limitations. Initial reporter was the account sales representative. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the purchased product arrived, the operator checked it and found a sample sticker on the box. No patient involvement reported. There was no patient harm/adverse event reported.

Manufacturer narrative:
D9: 25-dec-2023. H3 and h6 - evaluation codes: updated. Device evaluation: (B)(4) unopened packages were returned with original packaging. There were sample labels label on each unit box. The complaint was confirmed. The inspection worker misunderstood the procedure. Although he was not instructed to attach a sample sticker, he misunderstood that a sample sticker would be attached if he filled out the address, so he ended up attaching a sample sticker. Root cause was attributed to packaging. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Action taken: sample stickers were removed from the inspection table. The operation has been changed to attaching the required number of sample stickers to the picking list when sorting it.